Event description:
Hcp reported the patient had pump refilled in another state while on vacation. The clinic was contacted by the patient when they noted the pump to be beeping. Patient came in for a refill and the hcp noted the alarm was still beeping low battery. At that point, the patient had been without medication for at least 2 days. No withdrawal symptoms were reported. The pump was replaced. The patient is doing well with their new pump.